Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 for osteomyelitis caused by chronic calciphylaxis that was unrelated to pd therapy or the performance of any fresenius product(s) or device(s). The patient developed a systemic infection from the osteomyelitis while hospitalized and she presented with abdominal pain and cloudy peritoneal effluent fluid while admitted (exact date unknown). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital (exact date unknown) presented with escherichia coli in the culture and a wbc count of 806/mm3. The patient was diagnosed with peritonitis caused by her systemic infection. The patient was prescribed intraperitoneal (ip) cefepime and ip ceftazidime (dosages, frequencies and durations unknown for both antibiotics) during this hospitalization. The patient had a difficult hospital course due to her systemic infection and departed the hospital against medical advice on (B)(6) 2022. The patient is recovering from this event and remains asymptomatic concerning her peritonitis infection. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 for osteomyelitis caused by chronic calciphylaxis that was unrelated to pd therapy or the performance of any fresenius product(s) or device(s). The patient developed a systemic infection from the osteomyelitis while hospitalized and she presented with abdominal pain and cloudy peritoneal effluent fluid while admitted (exact date unknown). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital (exact date unknown) presented with escherichia coli in the culture and a wbc count of 806/mm3. The patient was diagnosed with peritonitis caused by her systemic infection. The patient was prescribed intraperitoneal (ip) cefepime and ip ceftazidime (dosages, frequencies and durations unknown for both antibiotics) during this hospitalization. The patient had a difficult hospital course due to her systemic infection and departed the hospital against medical advice on (B)(6) 2022. The patient is recovering from this event and remains asymptomatic concerning her peritonitis infection. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.